Event description:
It was reported that the lead had dislodged, and multiple attempts to reposition it were unsuccessful. It was also reported that lead impedance was low at approximately 300 ohms. The lead was explanted. No patient complications were reported as a result of this event.